Event description:
It was reported that during a stenting treatment procedure, a stent partially deployed and required surgery to be removed. Vascular access was via the right femoral artery. The heavily calcified, occluded target lesion was located in the right superficial femoral artery (sfa) after an ante grade puncture in the right sfa, an occlusion of approximately 12-15cm, was seen in the sfa. The occlusion was recannalized with the use of unspecified catheters and a 180cm standard angled zipwire guide wire. After the occlusion was passed the zipwire was exchanged for a double ended starter guide wire. A 20cm mustang pta 6mm balloon was introduced for pre-dilatation of the target lesion. After pre-dilatation, the decision was made to place an innova 7mm x 200mm, 75cm stent. The innova stent was introduced and positioned in the sfa, with the proximal marker several centimeters below the ro marker of the 6fr. Medikit ro sheath. After positioning the stent the physician, started the deployment of the stent by a very controlled rotating of the thumbwheel. A "strange snapping" sound was heard from inside the deployment handle. The stent had only been deployed approximately 3cm and the handle no longer worked and no clicking sound was heard. An attempt was made to deploy the stent by pulling the pull-rack, without success. The decision was made to pull on the delivery system to either deploy the stent or to pull out the whole system including the partially deployed stent. The stent seemed to deploy, but then became longer and longer and ended inside of the sheath with the deployment system stuck in the sheath. The patient was sent to surgery and the event was considered resolved.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent partially deployed and required surgery to be removed. Vascular access was via the right femoral artery. The heavily calcified, occluded target lesion was located in the right superficial femoral artery (sfa) after an ante grade puncture in the right sfa, an occlusion of approximately 12-15cm, was seen in the sfa. The occlusion was recanalized with the use of unspecified catheters and a 180cm standard angled zipwire guide wire. After the occlusion was passed the zipwire was exchanged for a double ended starter guide wire. A 20cm mustang pta 6mm balloon was introduced for pre-dilatation of the target lesion. After pre-dilatation, the decision was made to place an innova 7mm x 200mm, 75cm stent. The innova stent was introduced and positioned in the sfa, with the proximal marker several centimeters below the ro marker of the 6fr. Medikit ro sheath. After positioning the stent the physician started the deployment of the stent by a very controlled rotating of the thumbwheel. A "strange snapping" sound was heard from inside the deployment handle. The stent had only been deployed approximately 3cm and the handle no longer worked and no clicking sound was heard. An attempt was made to deploy the stent by pulling the pull-rack, without success. The decision was made to pull on the delivery system to either deploy the stent or to pull out the whole system including the partially deployed stent. The stent seemed to deploy, but then became longer and longer and ended inside of the sheath with the deployment system stuck in the sheath. The patient was sent to surgery and the event was considered resolved.

Manufacturer narrative:
Device evaluated by MFR: a visual inspection of the returned device revealed the stent pulled into the bsc (medikit ro) introducer sheath. The guide wire (bsc starter) was returned lodged inside the wire lumen of the device. The sds handle was intact with only one visible kink at the outer sheath attachment. The handle was disassembled after inspection of the external components around the handle. The handle was found to be within specification, including the handle gap. After the handle was disassembled the failure point of the deployment bearing shaft could be determined. The retainer was found to be detached from the slotted rack component. The following dimensions were measured: outer shaft od and ID, middle sheath od and ID and proximal inner bumper od, all meeting print specifications. These dimensions were measured as they are the critical shaft dimensions for stent deployment. Other components that were visually inspected and found to acceptable were the rack, thumbwheel (moved freely in handle when reassembled), inner liner clip and the handle housings. Silicone coating was evaluated using icp to detect the present of silicone. Silicone was detected in the distal stent region; with a result exceeding the quantitative limit of the test method. The proximal region also showed the presence of silicone, but under the quantitative limit of the test method. Since the result for the proximal section of shaft was under the quantitative limit an exact amount of detect silicone was not obtained. There is no specification for the minimum amount of required silicone in the middle sheath ID. The exact root cause of the failure could not be determined by review of the returned device and manufacturing records. Possibly contributing factors could include user interface and accessories. The r&d investigation concluded: the "snapping" sound that was heard from the handle with 3cm of stent deployed was most likely the sound of the tensile failure of the retainer and the rack. Once the rack and retainer are detached, the rack would move freely as reported. The device frozen on the guidewire could be the result of the tip being pulled into the distal end of the introducer sheath, causing the tip ID to cause resistance on the guidewire. It could also be from the kink distal of the outer sheath. The kink can be seen in the outer sheath when it was returned. This kink went through all the shafts to the guidewire. It is unknown when this kink occurred, before, during or after the procedure." It was reported that the target lesion was a "severely calcified", which may have contributed to the reported event and the confirmed damage to the device. There was no indication of any product quality deficiencies contributing to the damage, therefore; it is likely that the confirmed damage was attributable to procedural factors. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).